Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6)-year-old female patient who had essure (batch no. A90480) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy after essure insertion"), multiple allergies ("allergies after essure insertion"), uterine inflammation ("metritis"), arthralgia ("joint pain"), abdominal distension ("swelling of abdomen"), adverse event ("contractions"), menstrual disorder ("menstrual bleeding rust coloured") and vaginal discharge ("mucus sometimes greenish coloured"). The patient was treated with surgery (patient is on a queue for essure removal). At the time of the report, the abdominal pain lower, allergy to metals, multiple allergies, uterine inflammation, arthralgia, abdominal distension, adverse event, menstrual disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adverse event, allergy to metals, arthralgia, menstrual disorder, multiple allergies, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure was inserted without difficulties; the control visit was on (B)(6) 2014 on gyn policlinic. Due to patient´s wish essure spirals will be removed, she is on a queue. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 569 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. A90480) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy after essure insertion"), multiple allergies ("allergies after essure insertion"), uterine inflammation ("metritis"), arthralgia ("joint pain"), abdominal distension ("swelling of abdomen"), adverse event ("contractions"), menstrual disorder ("menstrual bleeding rust coloured") and vaginal discharge ("mucus sometimes greenish coloured"). The patient was treated with surgery (essure removed by laparoscopy and situation was checked by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, allergy to metals, multiple allergies, uterine inflammation, arthralgia, abdominal distension, adverse event, menstrual disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adverse event, allergy to metals, arthralgia, menstrual disorder, multiple allergies, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure was inserted without difficulties; the control visit was on (B)(6) 2014 on gyn policlinic. Control visit has not been scheduled, no information about symptoms available. Nothing abnormal was noticed during laparoscopy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 569 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the physician informed that implants have been removed on (B)(6) 2017 by laparoscopy and situation was checked by hysteroscopy. Control visit has not been scheduled, no information about symptoms available. Nothing abnormal was noticed during laparoscopy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.